Event description:
The customer reported that the lead was repositioned several times, and the physician believed the mechanism that connects the lead to the heart was not functioning properly. Therefore, the lead was replaced. The device was actively implanted for approximately 10 months.

Manufacturer narrative:
The manufacturer attempted to obtain the lead by sending letters to the physician (on august 30 and september 7, 2007), but was not successful in receiving a response. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.